Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00592, 1221359-2022-00686, 1221359-2022-00687.

Event description:
The consumer reported 4 false positive results with the binaxnow¿ covid-19 ag card test performed on multiple patients on different dates. This MFR report addresses the patient two (2) of four (4). The consumer reported a false positive result with the binaxnow¿ covid-19 ag card test performed on (B)(6) 2021 on a direct tested nasal kitted swab. Pcr confirmation testings generated negative result. Consumer confirmed patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 154949 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 154949 and test base part number 195-430h / lot 147682a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154949 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00592, 1221359-2022-00686, 1221359-2022-00687.

Event description:
The consumer reported 4 false positive results with the binaxnow¿ covid-19 ag card test performed on multiple patients on different dates. This MFR report addresses the patient two (2) of four (4). The consumer reported a false positive result with the binaxnow¿ covid-19 ag card test performed on (B)(6) 2021 on a direct tested nasal kitted swab. Pcr confirmation testings generated negative result. Consumer confirmed patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.